Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between (B)(6) 2014 and (B)(6) 2020. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the aortic regurgitation cannot be determined, however may be related to patient/procedural factors and a jet passing through mitral prosthesis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: bassim el sabawi md, mayra e. Guerrero md, mackram f. Eleid md, vuyisile t. Nkomo md, mph, sorin v. Pislaru md, phd, charanjit s. Rihal md. ''Hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes'', catheter cardiovasc interv. 2021;1-10.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 1 left ventricular outflow tract (lvot) obstruction with intervention, and a tavr due to regurgitation. This report is for tavr performed due to concomitant moderate native aortic valve regurgitation with jet passing through mitral prosthesis.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04521, 2015691-2021 - 04522, 2015691 - 2021 - 04530, 2015691 - 2021 - 04534, 2015691 - 2021 - 04535, 2015691 - 2021 - 04538.